Event description:
Boston scientific received info that this right ventricular lead displayed low pacing impedances between 490 ohms down to 190 ohms. A recent measurement in unipolar configuration was 380 ohms. The lead also displayed high thresholds and high outputs resulting in muscle stimulation. No remedial action or adverse pt effects were reported. The lead remains in service. No further info is available. This report will be updated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.